Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred and alarms were not heard at the central. A patient death occurred.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device and found no problem with the function or performance of the product. The fse stated that he determined that an inop alarm had occurred and it was suspected that the alarm may have been silenced. There were no alarms in the history related to this occurrence, however, inop alarms represent technical alarms and are not stored in alarm review. The fse provided additional information to the staff regarding inop alarm behavior and the fact that silenced inops at the bedside do not have reminders. The issue is consistent with a use related issue based on the information provided by the fse and the testing of the product.